Event description:
While preparing for a scan with the gammaaaacamera, the technologist bumped the handcontrol coil while positioning the pt. The handcontrol dropped from the boom and struck the technologist in the vacinity of the right eye. She was examined at the emeergency room. She suffered a bruised cheek and a slightly bruised eye. No treatment given.device labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.